Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was stuck on the password screen due to softawre issue. Field service engineer replaced the hard drive to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system station displayed a black screen accompanied by an error message indicating that a password was required. The customer reported that users were unable to remove medications. There was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.